Event description:
It was reported that during the implantation of an elevate anterior the patient experienced excess bleeding which required a blood transfusion. The excess bleeding was thought to have occurred during the "finger dissection to clear the sacrospinous ligament". Two units of blood were transfused and the "patient outcome was excellent". The event was considered resolved/recovered with no sequelae on (B)(4) 2015. No further patient complications were reported in relation to this event. Related to MFR # 3011770902-2015-00017.